Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a failed battery test alarm and the screen was frozen. The customer's blood glucose value was unknown. The customer reported that the pump screen had frozen up for about 30 minutes and when he changed the battery. The customer was advised to get back if issue persists. The insulin pump will not be returned for analysis.